Event description:
In 2004, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been in hosp since 8/2005, when pt had reported multiple red heart alarms at home and had passed out during the last alarm. The pt has been stable in hosp since admission. Waveforms were taken and sent to the MFR for analysis. The analysis was unremarkable. Also a vent fitter was sent out to the MFR, which had a large amount of black dust, which showed evidence of fluid ingress. Earlier in that evening the pt had another couple of red alarms and once again became unconscious. The pt was hand pumped and regained consciousness. At that time the pt was placed on pneumatic back up using an ip drive console with a stroke volume limiter (svl), and was sufficiently supported. The pt remains stable on pneumatic support.